Manufacturer narrative:
No parts have been replaced on the system, and no parts have been received by the manufacturer for evaluation. The medtronic representative has not traveled to the site to complete the repair, so no findings possible at this time.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was making a 'hissing' sound and a foul odor was detected. The use of the imaging system and medtronic navigation were discontinued because of this issue. The procedure was completed successfully without the use of the system and the patient was not impacted. The length of delay to the procedure was not provided by the site.

Manufacturer narrative:
The hardware investigation of the returned battery charger 2 was unable to replicate the reported issue. Performed bench testing. All outputs were within the inspection parameters. Visual inspection confirmed all led's were functional. Board is has many leaking capacitors and is warped. Installed charger 2 board in o-arm system 267 and the system performed as expected. Both 2d and 3d imaging were successful. No functional problem found. Visual inspection notes the board is warped and has many leaking capacitors. The hardware investigation of the returned battery charger 1 found that the reported event was related to an electrical failure. Charger 1 board failed functional testing on fixture. Channels e, g, and h have no output. Outputs for channels a, b, c, d, f, and sense voltage were as expected.

Manufacturer narrative:
Additional information: a medtronic representative reported that there was no delay during the procedure. The imaging system stopped functioning immediately after the final spin. There was no change in the way the procedure was completed because the imaging system was no longer needed and the information from the spin had already been sent to the navigation system. The following is a summary of the onsite investigation completed on 10/13/2016 during multiple service visits to troubleshoot and fix the issues: on (B)(6), arrived at memorial troubleshot unit. Found; mvs working, plugged umbilical in and I could smell a burnt electronics smell. Ias would power up but it was beeping. I logged into the ias computer, closed the system application, opened sedacal application. There was no error but indicated power on generator. The generator was off. I found the pfc 1000 board was making the smell. There was no green led in the tank section to indicate there capacitors had a charge. I unplugged j7, there were several charred sections on the connectors. I took voltage readings on the batteries but the batteries had one pair at 17 volts and one pair at 0. I stopped troubleshooting and went to order parts. I ordered batteries, pfc 1000 board and motor charge board. I recommended replacing j7 but the site chose not to order the part. I tired to replace the pfc1000 board but I could not mount the board on plate, the plastic inserts that go through the heat sink would not line up and allow the screw threads to reach the standoff. I mounted the motor charge board. I started changing out the batteries in the trays. When I got to tray two. When I connected the jumper with no wires the batteries arced. It burned up the positive terminal on the battery. I started troubleshooting the batteries and wiring. I found that the middle diode cable was shorted or reversed biased. That is what caused the arcing. I stopped and ordered a 6 pack of batteries and battery tray wiring. I received the 1000 board and the wiring. The battery tray cables did not come with the diode cable. I ordered a diode cable. I replaced the 1000 board, with j7 unplugged I connected the umbilical to verify operation and check the charger boards. I had 27.4 to 27.7 on all the chargers. Around 9pm I received the diode cable. I replaced it and replaced the battery trays. I verified voltages on j7 both charger and battery. This was going to be the first time since I unplugged j7 that I was going to be able to reconnect it. I tried to connect it but it arced. I found charger board 1 and 2 not putting out 27 volts on multiple circuits. On (B)(6), I ordered new charger board 1 and 2, and 35 am fuses and j7 wiring harness both battery and charger side. Replaced j7 harness battery side but we could not replace the charger side. After 6 hours we could not remove the end of the harness behind k5. On (B)(6), we verified the old harness was working and reattached what we had removed. We did not get one of the charger boards the night before. We contacted nav imaging system support for a pin removal kit and crimper to replace a pin on j7. They told us they did not have one and that we should have one in our region. Had one and shipped it to me. On (B)(6), I received the kit but it had no male pins. I ordered a kit and pins from (B)(4). I received the pins on the (B)(6). I replaced the pin and the charger board. I was able to connect j7. I took one 2d image to see if the system was functional. It worked. I let the system charge overnight. On (B)(6), I turned the system on and started the pm process. I worked through the mechanical section and moved on to dose. I was able to shoot all 4 test on the dosimeter. I had to calibrate dose and do an auto calibration because the system was out of tolerance. I finished and moved on to image quality. I did the line pair and the hole phantom and moved to the contrast phantom. I did a standard 3d spin, then an hd spin with no issues. I did the enhanced 3d spin and the spin was interrupted about 3/4 of the way through. I received an error 13, I started the sedacal application and it indicated power on generator. I looked up the code in the sedacal service manual. I was able to rule out most of what the manual said about the fault because I had been using the machine for 5 hours. The part I could not rule out was the "assuming no arcing". I could not rule out arcing. I verified voltages at j7 for the charger boards and batteries. I removed the pax scan computer and found j11 fuse blown. I replaced the fuse (B)(6). Called several fses. I told him I was using the system for hours then I blew a 35 amp fuse. He told me to look in the area of the tank, igbts and inverter to look for arcing or a pinched wire. I could not see any arcing of pinched wires but I did notice the tank was very swollen. I sent him some pictures. I contacted rs nav system factory support again. They recommended replacing the tank. On (B)(6), I received the tank to assist installing the tank. During installation I found that the tank was pushing the plate or shelf it sits close to the transformer that sits under that plate. The transformer was arcing to the plate that holds the transformer. We removed the tank and the shelf or plate returned to its normal position with no bending required. We replaced the tank. I turned the system on and logged into the ias remote desktop. I had no errors and the generator was ready. I warmed the tube up and heated the system to 40% heat units. Letting the system cool and verifying the tank was not over pressurized. I completed the 4 dosimeter test with ocean software. I had to calibrate kv loop and do an auto calibration. I set up the contrast phantom and completed 2 standard, 2 hd and 2 enhanced 3d spins. The 4th system returned to service. I stayed for surgery coverage for the day. They site used the system in 4 cases that day. The j7 cable connector was returned to the manufacturer for analysis. Visual inspection showed where the fse attempted to install cable, but was unsuccessful. Some connections had screw marks where the cable was partially installed. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned high voltage tank found that the reported event was related to a physical damage issue. The tank passed bench testing, all measurements met spec. However, the tank did not pass visual inspection. The bottom of the tank had swelled, expanded. No fluids were leaking. The reported event was confirmed.

Manufacturer narrative:
Three additional components were returned for evaluation. The findings were as follows: the pfc board was returned to the manufacturer for analysis. The board passed bench testing but did not pass visual inspection with a damaged connector. However, the device was found to be fully functional. The reported event could not be duplicated by medtronic personnel. The motor battery charger was returned to the manufacturer for analysis. Fixture test results: motor charger board passed functional output test. Visual inspection noted led's light as expected, board has no leaking capacitors. Visual pass. Installed motor charger board in a tes imaging system. Charging, motion, and both 2d and 3d imaging were successful while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned diode cable confirmed that the reported event was related to an electrical issue. The diode test found a short in both directions. The cable had an electrical issue. The reported event was confirmed.